Event description:
It was reported the patient¿s device never worked and they needed an MRI to implant another device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-4, 0 lot # va0nesh, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).